Manufacturer narrative:
This report is submitted on january 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device.

Manufacturer narrative:
It was reported that the patient experienced infection prior to explanation. This report is filed on february 17, 2017.